Event description:
It was reported the whisper guide wire was used to treat the om-1. As the guide wire was being removed, it snapped in the ascending aorta. A snare device was used to retrieve the detached portion of guide wire, but during the process, the guide wire snapped again, with a small piece hanging in the aortic cusp from the left anterior descending. Several attempts were made to retrieve this piece of guide wire, but all failed. The pt was sent for CABG to remove the guide wire.